Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient presented to the hospital following a device alert for episodes of noise and non-sustained oversensing on the right ventricular (rv) lead. The patient was admitted to the hospital and provocative testing was able to reproduce episodes of noise. High voltage therapy was disabled on the device until a revision procedure was performed. During the revision procedure, the rv lead was tested with a pacing system analyzer and revealed no electrical anomalies. The lead was reconnected to the device and remained implanted. The patient was stable following the procedure.

Event description:
Additional information was received indicating that the suspected cause of the oversensing episodes was due to the right ventricular lead not being properly inserted into the header of the device.